Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer¿s sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 107 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. Customer upgraded insulin pumps, and noted they were having issues with low blood glucose levels. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. During troubleshoot, customer stated they did not use the 2 tape method because it was difficult for them to get the tape over the sensor. Customer was instructed to monitor sensor glucose performance. The customer was advised replacement sensors will be sent out. The sensor will not be returned for analysis.